Event description:
The reporter stated that there have been three cases of paresis since he began to work with this product. He requested the product instructions for use. Integra requested additional clinical and product identify info. No additional info has been received to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.